Event description:
A zoll distributor reported that a (B)(4) year old male pt had developed a rash. The territory manager was at the pt's doctor's office and was informed that the pt wants to end use but the doctor is insisting that the pt stay in the lifevest. The pt was recently put on plavix and his skin is really thin and keeps bleeding. The pt is uncomfortable. No additional info available about the alleged injury. Ten attempts were made (B)(6) 2015. The clinical outcome of the rash is unk. There is no indication of any device malfunction.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned. There is no indication of any device malfunction. Evaluation method code: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surface of the lifevest device as well as the blue defibrillation gel.